Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-041: dead battery. Note 1: manufacturer contacted customer in a follow-up call on 17-jul-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still experiencing the lightheadedness. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 04-aug-2025 to ensure the customer's condition had improved and to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated the replacement products resolved initial concern.

Event description:
Consumer reported complaint for dead meter. The customer reported feeling lightheaded; customer stated her blood glucose was low and that she will drink juice to raise it. Medical attention was not needed at the time of the call. Customer stated that she had contacted her doctor earlier that day due to the symptoms and also regarding medication (insulin) she had not yet received. Customer stated she had surgery recently for her vision and was unable to see well and so was unable to provide the lot number for the test strips. Customer stated she had changed the meter battery the day prior to the call. The customer is using the correct battery in the correct orientation for the meter. During the call, the true metrix go did not power on using the power button or when a test strip was inserted.